Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction.

Event description:
Additional information received indicated the event was not related to the device and no malfunction was alleged against the device.

Event description:
During a remote follow-up, episodes of over-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.